Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and barbed suture was used. The suture was broken when the surgeon attempted to sew the abdominal cavity. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/30/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one labeled winding former with one needle-suture and one suture piece. In order to evaluate the conditions of the returned sample, the suture pieces were examined, and the extreme was noted to be cut probably caused by a surgical instrument. After further evaluation crimping marks were observed on the body suture possibly caused by a surgical instrument. The condition of the samples received indicates improper handling of the device and no functional test was performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.